Event description:
The customer stated that on (B)(6) 2013, he was queasy, had dry mouth, and was vomiting so he went to the hospital for treatment. The customer was diagnosed with diabetic ketoacidosis, and was treated with IV fluids and insulin. The customer was released from the hospital on (B)(6) 2013. The pod was discarded.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the hospitalization. Qualification records were reviewed and the product met all acceptance criteria.